Event description:
Physician inserted catheter into artery without resistence. When he attempted to withdraw catheter, it seemed to stick. When catheter pulled out, the metal coil at the end had uncoiled and balloon was not intact. Balloon was never inflateddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, other, other. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.